Event description:
The lead was explanted and replaced. During extraction, the lead got damaged and therefore, not returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted due to inappropriate shocks resulting from noise observed on a electrogram. A fluoroscopy showed no lead damage.